Event description:
MDR it was reported that a cot tipped during use, with a patient on the cot. The user facility reported the patient had left shoulder and hip pain, and the user had a hand injury which was treated with a brace.

Event description:
MDR: it was reported that a cot tipped during use, with a patient on the cot. The user facility reported the patient had left shoulder and hip pain, and the user had a hand injury which was treated with a brace.